Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump had emitted a call service alarm with no known cause. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/28/2014-device evaluation:the pump has been returned and evaluated by product analysis on 01/16/2014 with the following findings:a review of the pump¿s history showed multiple call service alarms with high force due to occlusion during prime on the reported event date. The time and date were accurately set at the start of investigation. The pump was able to perform the rewind, load and prime sequence with no alarms. The pump was exercised for 24 hours with no alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.